Event description:
The customer reported failed level three quality control assays and system check involving unicel dxi 800 access immunoassay system. The customer stated there was no clinical impact. There was no report of erroneous pt results associated with this event. The customer assessed the unit with the field service engineer (fse).

Manufacturer narrative:
The field service engineer (fse) was at the facility on (B)(4) 2008, due to excessive wash buffer delivery errors and replaced the instrument tubing for the wash buffer. The customer was concerned that this may be related to this event and spoke with the field service engineer who advised the customer to replace the upper peri-pump tubing. The customer replaced the peri-tubing and noted damage and leak to the tubing. After replacing the peri-tubing, system check successfully passed and the quality controls were within range. Prior to the event, quality control was not within range. As a precaution, the customer pulled a list of pt samples that were tested between (B)(4) 2008 and repeated patient testing. The customer reported there were no erroneous patient results associated with this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.